Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional episode and data review was performed which revealed the device exhibited loss of sensing while charging. Episode data indicates the device exhibited a sensing anomaly while implanted. Sensing testing was again performed and monitored during charging with no change in sensing observed. The root cause of the loss of sensing during charge was unable to be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an inappropriate untreated episode due to oversensed noise. A smart pass episode with a flat electrogram (egm) was also noted. Noise was unable to be recreated in clinic. Defibrillation threshold (dft) testing was performed with the device detecting and beginning to charge, however the baseline went flat after charging began. The arrhythmia was self-terminating however the baseline was still flat. Impedance testing was performed via manual set-up and the signal returned. The s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an inappropriate untreated episode due to oversensed noise. A smart pass episode with a flat electrogram (egm) was also noted. Noise was unable to be recreated in clinic. Defibrillation threshold (dft) testing was performed with the device detecting and beginning to charge, however the baseline went flat after charging began. The arrhythmia was self-terminating however the baseline was still flat. Impedance testing was performed via manual set-up and the signal returned. The s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an inappropriate untreated episode due to oversensed noise. A smart pass episode with a flat electrogram (egm) was also noted. Noise was unable to be recreated in clinic. Defibrillation threshold (dft) testing was performed with the device detecting and beginning to charge, however the baseline went flat after charging began. The arrhythmia was self-terminating however the baseline was still flat. Impedance testing was performed via manual set-up and the signal returned. The s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.